Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer would intermittently enter carbohydrates in the bolus menu when no food had been consumed in addition to entering the blood glucose (bg) value which resulted in ongoing low bg levels that ranged from 45 mg/dl to 70 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.